Event description:
On (B)(6) 2009 pt reports she saw an air bubble and decided to remove the insulin cartridge from the infusion device. She states the infusion plunger detached from the infusion cartridge and insulin spilled into the chamber of the infusion device. Advised pt on how to remove an insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.